Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a combined cataract and vitrectomy surgery, an ophthalmic laser probe became bent while attempting to insert it into the trocar cannula, making it unusable. The surgery was completed on the same day using a new laser probe, and there was no harm to the patient.